Event description:
It was reported that intermittently a saturation fault was presented by the 9600+ sys. It was noted that by selecting any key the case could continue. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided the following components have been requested. X-ray tube and thermal sensor cable. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.